Manufacturer narrative:
UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the electric pen drive device started running immediately once it was plugged in even though the handpiece was still locked. There was a delay to the surgical procedure while a spare device was retrieved. The duration of the delay was not specified. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device started running as soon as it was plugged in and the coupling sleeve was discolored. The device also failed pretests for check the function and direction of rotation, check the function with test hand switch and check the function with foot pedal. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing and improper cleaning. If additional information should become available, a supplemental medwatch will be submitted accordingly.